Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found in a bd insulin syringe with the bd ultra-fine¿ needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
. Investigation results: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 6291769. All inspections and challenges were performed per the applicable operations qc specifications. Syringe assembly ¿ there was one (1) batch of material# 700007541 (syringe 0.5ml asm 30g1/2in tw sm700178sc) that went into the finished batch# 6291769. Batch# 6335765, date(s) of manufacture: 09dec2016 thru 14dec2016, machine(s) manufactured on: js, jt, jv, jq, and jy. There were six (6) notifications [200669302, 200669451, 200669513, 200669811, 200669564, 200669767] noted that did not pertain to the complaint. Severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter and the 1st related complaint for stopper deformed on lot # 6291769. Based on the samples / photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.